Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and was not-able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient the volume on a 980 ventilator increased. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.